Event description:
This complaint is now reportable based on the analysis. It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The 90% stenotic and calcified lesion was located in the extremely tortuous left circumflex (lcx) artery. Upon attempt to advance the quantum maverick 12mm x 2.75mm balloon catheter across a side branch for post-dilatation of a taxus stent, significant resistance was encountered and the shaft fracture at the y-connector. The procedure was completed successfully with a different device. There were no pt injuries or complications. The pt's status was reported as "good." However, the returned prod revealed a fracture 17cm from the strain relief.

Manufacturer narrative:
Prod analysis confirmed the difficulty stated in the complaint. Visual examination of the returned device revealed a broken shaft. The catheter was returned in two pieces without the carrier tube. The break occurred 17 cm from the distal edge of the strain relief. There was no necking or stretching at the failure site suggesting that the device passed tensile test. A review of the mfg records for this batch shows that the device met its material, assembly and prod specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.